Event description:
Alkco told facility to check the ceiling lights by pulling on them.

Event description:
Clinician gently pushed light to get it out of the way and light fell on top of stretcher. The metal shaft completely cracked at the joint containing the power (on/off) switch. This joint allows the light to be rotated to the required position.